Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that she had already cleared the se 2240. The baxter technical service representative (tsr) explained the alarm and had hp cycle power and assisted in getting therapy readings. The hc is okay. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy on the cycler. The hp said that she was drain 4 of 4 and thought she was finished when she disconnected. She then reconnected and the cycler alarm. Per hp, there were no defects on the supplies. The hp stated that she discussed the alarm with his nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4) . A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The reported problem was confirmed. The assignable cause was use error - patient disconnected from set.